Manufacturer narrative:
Received one (1) 14cm probe for evaluation. As received, the ceramic tip was detached. The customer's reported complaint description of tip fractured and detached was confirmed. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event could not be definitively determined. Device history record review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware case/service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this probe event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections to match gudid: d1 brand name. D4: model number; UDI.

Event description:
9/30/2024 new information: on (B)(6)2024, the patient was brought into CT for a scan in preparation for another solero procedure scheduled for the next day. When scanned, it was noted the retained tip from the original procedure had migrated into the abdomen and was located near the kidney and back wall of the torso. It was determined to not remove the tip at this time, as there was no patient harm or adverse effects. This information does not impact the investigation results.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4) .

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. The applicator was tested for 100w @ 10seconds for the percutaneous procedure. The unit was set for 140w x 4 minutes and the applicator was placed easily with no torquing. No adjunct tools were used. After the first ablation cycle, a high reflective power message appeared. The applicator was withdrawn, and it was noted the tip of the applicator had detached and remained inside the patient's liver. A new applicator was used to complete the procedure. It was determined to not attempt to remove the ceramic tip. The treating physician was fellowship trained in the ir, and had performed three previous solero cases. The size of the ablation was 6cm x 4cm.